Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 1-3 appeared undamaged and stent struts on the rest of the stent were pulled distally over the distal balloon cone towards the bumper tip of the device. The undamaged proximal section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft polymer extrusion profile found on issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 18x3.50mm, eccentric, de novo target lesion containing a lesion bend of greater than or equal to 90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 6f 3.5mm guide catheter was engaged and a non bsc guide wire crossed the lesion. Subsequently, a 3.50x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.